Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging device will not turn on/device not functioning, difficulty breathing/short of breath. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
A dreamstation bipap autosv device was returned to a third party service center for evaluation. During the evaluation of the device, the device has no visualization of foam particles. There was no report of patient harm or injury. There was no report of medical intervention. In addition to above findings there was also contamination present in the device which are dust/dirt, dried liquid spots on the bottom of the blower, and blower box. The device was routed to scrap. There was no patient harm or injury associated with this notification and no increased risk to the intended user. This device meets ul and iec requirements for flammability. Based on the information available, no MDR will be filed.

Manufacturer narrative:
In previous report, the manufacturer reported incorrect information in box b and box h: type of reported complaint as product problem. After pms decision has been changed, it was determined that the customer reported as serious injury. In previous report, the manufacturer reported incorrect information in box b. The following correction has been updated in this report. In box b: adverse event or product problem as both and outcomes to ae as other was corrected. In box h: type of reported complaint as serious injury, patient outcome code grid and health impact grid were corrected. Repair evaluation information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The manufacturer previously received information alleged to seeing particles in the air path. The device was returned to the manufacturer's product investigation laboratory for investigation. During the evaluation technician was able to confirm the device powers on and provided airflow. During review of the error logs, error log showed 12 errors logged. During the investigation technician observed dust-like contamination on the front panel. A whitish dust-like contaminate on the air inlet box. A dust-like contaminate on the top enclosure. A whitish dust-like contaminate on the backside of the ui panel, on the sd card slot of the pca. A light film of dust-like material on the bottom enclosure. A whitish film on the p4, blower cap seal, and ferrite on the blower wire. A dust-like material on the blower, blower seal, blower box. The whitish film also shows on the blower impellors. Dried liquid spots on the bottom of the blower, blower box indicating potential water ingress. Evidence of sound abatement foam degradation/breakdown was not observed. Pil confirmed no presence of degraded sound abatement foam using a fitt and the associated procedure. Pil is unable to directly address the symptoms. Pil cannot confirm that the device will not turn on. In box d device avail. For eval and date returned were updated. In box h, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid were updated.